Event description:
This complaint is now reportable based on the returned device analysis. It was reported that during an unspecified interventional procedure, inflation difficulties occurred. A model-encore 26 (sgl) inflation device was unable to apply constant pressure. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good". Despite multiple attempts to request additional information, no information was received. Returned device analysis revealed a defective gauge.

Manufacturer narrative:
The condition of the returned unit was inconsistent with the reported complaint incident that "it was unable to apply constant pressure" however, the unit revealed that the gauge needle was found to intermittently stick to the gauge face. Visual and functional inspection of the unit revealed that the device failed functional testing due to a defective gauge. During gauge accuracy and device locking mechanism testing the needle of the gauge skipped from 2 to 4 atms, 4 to 9 atm's and 11 to 16 atms. This device is defective as the needle was bent causing it to touch the gauge face. The gauge lens was removed and the needle straightened. The device was then inflated where the gauge responded consistently when pressure is applied. A device history record review was performed and no issues were noted. The most probable root cause of the reported complaint could not be determined.